Event description:
In 1978, pt developed itching for 3 days following her first pelvic exam. While working as an ICU nurse in 1986, pt developed wheezing and required medication to be taken 4 times a day. In 1995, pt noted that when using latex gloves, she would experience hives and wheezing. Within a few mins, during a dental visit, the dr placed his hands on the pt's chin and pt developed hives and wheezing, by the time she left his office, another incident occurred when the pt began to wheeze after 10 mins of entering a hosp. For the last two years, pt has been working in the outpt setting and no longer requires taking medication 4 times a day. In 1/96, pt was on a cruiseship and noticed the kitchen workers using latex gloves routinely. After eating one meal, pt began to experience hives, wheezing and diarrhea.